Manufacturer narrative:
(B)(4).

Event description:
Procedure type: pelvic organ prolapse and other symptoms. Reportedly, the pt underwent a procedure for treatment of pelvic organ prolapse. Allegedly, the pt experienced pain, injury, and has undergone corrective surgery.